Event description:
It was reported that during a normal device changeout procedure the right ventricular (rv) lead and right atrial (ra) lead became stuck in the device header and it was not possible to remove the lead despite multiple attempt. The physician had to damage the device header to free the leads however although the rv and ra leads were freed from the header fragments of the setscrew remain stuck in the lead pin. The leads were surgically abandoned and the patient was sent for a lead extraction. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.